Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2a, d2b, d4, g4, h4, h.6.

Event description:
Patient reported "rupture", later healthcare professional reported no complaint against the device. This report is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "rupture". Device has been explanted.